Manufacturer narrative:
E1 initial reporter facility name: (B)(6). E1 initial reporter address 1: (B)(6). Device evaluation by manufacturer: the device was returned for analysis. Visual and microscopic inspection observed that the main coil, the introducer sheath and the pusher wire were returned. The main coil was bent and stretched at the coil arm and primary coil section, moreover the arm coil was detached. Additionally, the pusher wire was detached and stretched at the coil section and kinked at the heat shrink tfe tubing. Dimensional inspection was performed, and the main coil's max zap tip outer diameter (od), primary coil od, pusher wire mid solder joint od, distal tfe od and proximal tfe od were within specifications.

Event description:
Reportable based on device analysis completed on 30apr2025. It was reported that the coil could not be delivered. The target lesion was located in the hepatic artery. A 6mm x 20cm interlock coil was advanced for treatment. However, the coil became stuck at the opening of the 2.6 non-boston scientific catheter and could not be delivered out. The procedure was completed with another of the same device. There was no patient complications noted as a result of this event, and the patient condition following procedure was stable. However, returned device analysis revealed the pusher wire and arm coil were detached.